Event description:
It was reported that the patient was shaking like they never even had the dbs system implanted. Caller stated that the therapy was supposed to keep the patient from trembling, but they were trembling like before the patient even had a dbs device. Caller mentioned that the patient had a hard time moving and could hardly talk. Agent asked caller if the patient had gone to a programming appointment for the therapy to be turned on and caller said yes, they just replaced the battery and they reprogrammed it in (B)(6) while they were there. During the call, agent walked caller through connecting the wireless recharger to the implant because that is what the patient was trying to connect to initially. Caller was able to connect to the recharging app and saw that the implant was at 100% and therapy was off. Caller did not recall what the battery was at when they went to recharge the implant initially nor they do know when the therapy was turned off. Caller asked patient and they confirmed that they did not turn the therapy off themselves and didn't know if the implant was depleted. Caller said patient started shaking on the day before yesterday but then it was worse yesterday like prior to the dbs system. Agent offered to walk caller through the steps to turn the therapy back on, but the communicator was fully depleted an needed to be charged a little bit first. Agent walked patient and patient wife through turning therapy back on, patient rep also received 804 due to not have communicator near patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.